Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer disconnected the call, therefore no additional information was obtained.